Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure they noticed that the vasoview hemopro 2 was smoking more than usual and then noted that part of the device jaws came undone. Photo was provided showing the heater wire to be lifted. There was a delay to get a new device to complete the procedure. No harm to the patient.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 01/04/2023. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws. Charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw, with detachment at the tip of the hot jaw. The clear silicone insulation on the cold and hot jaws was observed to be intact with no visual defects observed. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws. Charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw, with detachment at the tip of the hot jaw. The clear silicone insulation on the cold and hot jaws was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply (B)(4) at level 3.0. The device passed the pre-cautery test; it produced a normal amount of steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. An activation and transection capability test was performed over four (4) repetitions using "max life test method (B)(6) rev aa. The device successfully transected tissue four (4) times with no excessive smoke observed. A temperature and resistance test was not conducted due to the condition of the heater wire. No based on the photographic inspection as well as the evaluation results, the reported failure "environmental particulates; excessive smoke" was not confirmed, but was confirmed for the reported failure "material twisted/ bent wire". The lot # 3000280927 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.